Manufacturer narrative:
The device was returned to olympus for inspection and the reported air function failure was confirmed. The following reportable malfunctions were identified during the device evaluation: foreign objects in nozzle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign object were found inside the nozzle, however the most probable cause of complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the video scope exhibited foreign objects in the nozzle. There was no report of any patient involvement.